Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that two heartstring iii devices failed to load properly. We are following up with the customer for additional details regarding the event, including how the procedure was completed, pt info, and the return of the devices. Refer to MFR report # 2242352-2013-01464 for the related report.